Manufacturer narrative:
Problem may have occurred due to insulation breakdown caused by mechanical damage.

Event description:
Post-operatively, physician noticed a burn on the pt's penis. Two different electordes were used during the procedure.